Event description:
It was reported that the 9800 system had a heat warning error code displayed limiting fluoro time during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. It was found that the system was run for extended fluoro time during the svc call. The system was tested and found to be working as intended and put back into svc.